Event description:
Transferred from ortho floor after total knee surgery to ICU due to respiratory complications. Staff in ICU continued using the cpm (continuous passive motion) several times most of the night which precluded being able to reposition patient off of coccyx, resulting in stage IV decubitus ulcer.====================== health professional's impression======================see above--it forced us to keep her on her back while in use.